Event description:
MFR rec'd notice on 03/24/2000 alleging that on 03/24/2000 pt experienced allergic reaction including extreme itching, difficult breathing, fever, puffy eyes and swollen hands, tongue and lips. Pt was allegedly using kotex ultrathin maxi pads.